Manufacturer narrative:
The investigation determined that a lower than expected vitros amon result was obtained from a single patient sample run on a vitros 5600 integrated system. Results of precision testing determined that the vitros 5600 integrated system was operating as expected at the time of the event. Based on additional correlation studies that were completed, the investigation concluded that accuracy of the amon calibration curve in use was lower than expected at the time of the event. However, the amon calibration curve in use appeared typical and there was insufficient information available to determine whether a recently completed maintenance activity affected accuracy of the calibration curve. Following recalibration of the same vitros amon reagent lot, acceptable results were obtained. The investigation was unable to determine a definitive root cause. It is possible that a change in analyzer conditions following routine maintenance actions affected the accuracy of results obtained from the amon calibration curve in use at the time of the event. Therefore, it is likely that recalibration was needed to reestablish vitros amon accuracy post-maintenance. However, the definitive root cause for this event is unknown.

Event description:
The customer obtained a lower than expected vitros amon result from a single patient sample run on a vitros 5600 integrated system. A lower than expected vitros amon result of 78.7 ¿mol/l was obtained from the sample in question compared to an expected result of 103.5 ¿mol/l obtained following recalibration of the same vitros amon reagent lot. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The lower than expected vitros amon result was not reported out of the laboratory. There was no allegation of patient harm as a result of this event. (B)(4).